Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: when the fenestrated bipolar forceps instrument was used in the last procedure, the instrument was inspected prior to use and after the procedure with no damage seen. The surgical staff did not observe any evidence of arcing. There was no patient injury.

Event description:
It was reported that during central processing, a frayed cable of the fenestrated bipolar forceps (fbf) instrument was identified. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The conductor wire was barely exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .